Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The used device with the lens was returned in the blister tray inside the carton. The plunger lock was in place upon return, and the lens stop was removed. The plunger was oriented correctly. Inadequate viscoelastic was observed inside the device. The plunger was retracted into the barrel of the device to the start position. The lens was present in the loading area. The lens was advanced to the far end of the loading area. The lens was removed from the loading area and cleaned with klrp to further evaluate. The optic anterior surface has a cracked area near the optic edge. The cracked optic damage was most likely interpreted as the reported complaint. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was still in the loading area. The plunger was retracted to the start position. The optic was cracked. The optic damage was most likely interpreted as the reported complaint. The root cause may be related to a failure to follow the (instructions for use) IFU. An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was found to be broken. There was no patient contact and no patient harm. Additional information was requested.